Event description:
The customer contacted physio control to report that during a synchronized cardioversion procedure on a patient their device had unexpectedly experienced a frozen display and would no longer properly respond to home and selection knob button press during a patient monitoring. This can be an indicative of the device lock up. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The device was further evaluated by stryker and the reported issue of the device lock up during shock while in sync mode was verified. The root cause of the reported issue was determined to be the therapy pcb assembly, further root cause is not able to be determined. Proper device operation was subsequently observed through functional and performance testing. The device was returned to the customer.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue in the review of the electronic patient records. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that during a synchronized cardioversion procedure on a patient their device had unexpectedly experienced a frozen display and would no longer properly respond to home and selection knob button press during a patient monitoring. This can be an indicative of the device lock up. There were no reports of adverse effects to the patient as a result of the reported issue.